Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. The visual examination of the returned sample shows that: the sample was returned in its original packaging (except the aluminum pouch). The sample was found contaminated by blood, separated into 2 parts and each wound on itself. A blue line has been traced on the mesh. It was difficult to unroll the mesh to determine the exact location of the tear. The green monofilament polyester yarn was visible along the tear indicating that the tear appears along the seam between the mesh and the flap. The textile knitting pattern was found as expected. Some traces of collagen were still visible on the mesh. The reported condition was confirmed. The mesh was placed with robotic assistance and used a trocar of 8 mm. The mesh ¿ripped at the seam of where the anatomical piece meets the flat piece¿ and the mesh ¿was briefly hydrated/dipped¿. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. The root cause is user error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic transabdominal preperitoneal repair, on the left inguinal hernia, during insertion into patient, as the mesh was being pushed down the trocar, the mesh ripped at the seam of where the anatomical piece meets the flat piece. The size of the defect was at an average size, using a 15x10 piece of mesh. The mesh was briefly hydrated/dipped. It was noticed immediately and replaced with another device, which was implanted with no issues. There was no patient injury.